Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) system, the patient went into ventricular fibrillation (vf) when the physician was closing the pocket. It was noted the ipg system was sensing and pacing appropriately before the patient went into vf. Multiple external defibrillations were not successful and the patient passed away.